Event description:
It was reported that the pt experienced recent loss of therapeutic effect and underwent surgical revision due to device flipping and catheter dislodgement in late 2007. The pt believes that the pump is flipping again; troubleshooting was planned. A f/u report will be sent if add'l info becomes available to us. Please refer to MFR's report #: 6000030200801779.